Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began during the week of (B)(6) 2012, between 3:30-5:30pm. He reportedly tested on the subject device and observed values of "320, 205, 296 mg/dl" which he felt were high as compared to his normal readings/feelings. The exact date/time of these tests is unknown. It is not known what range the patient considers to be normal. The patient manages his diabetes with oral medication (unknown type/dose) and stated he decreased his food/drink consumption in response to the alleged issue. At an unspecified date/time after the issue, in that same week he claimed he developed symptoms of "dizziness and shaking" but despite his symptoms he denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the test strips were unexpired and stored correctly. A control solution test was performed and the result fell within the range specified on the vial of strips. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, decreased his food/drink intake based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up (4/2/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
The subject product(s) has been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.